Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('robotic-assisted vaginal hysterectomy with bso') in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included endometriosis, paratubal cyst, menorrhagia, tubo-ovarian adhesion, vaginal discharge, genitourinary symptom, painful intercourse, genital bleeding, pelvic pain, dyspareunia, uterine fibroid, uterine enlargement and adnexal mass. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy birth (no complication)"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (B)(6) 2018- robotic-assisted vaginal hysterectomy with bso). At the time of the report, the pregnancy with contraceptive device and medical device removal outcome was unknown. [An_pregnancy_related_info] the pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: patient also experienced another pregnancy episode in (B)(6) 2017 which is captured under case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - in november 2012: pregnancy..ultrasound pelvis - on (B)(6) 2018: impression: unremarkable pelvic ultrasound. A pair of small right ovarian cysts are demonstrated. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-may-2021: mr received. Concurrent conditions, reporters, reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.